Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part and lot numbers were not provided. Correction: device code 2017 -against resistance- was removed. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex lesion that was chronic totally occluded. An unspecified hi-torque pilot guide wire (gw) was advanced to the lesion with resistance met due to the anatomy. Once at the lesion, the tip of the gw became separated. A snare device was used to successfully retrieve the separated portion. The procedure was then aborted and there are no plans to continue. There was no adverse patient sequela reported. No additional information was provided.